Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated a 12.6mm vticm5_12.6 implantable collamer lens, - 11.0/+1.0/087 (sphere/cylinder/axis) tore while being loaded and there was no patient contact. Another same model lens was implanted on (B)(6) 2019 and the problem was resolved. The reporter indicated the cause of the event was the device because the lens holder forcep did not grab the lens properly so there was a lens bite.

Manufacturer narrative:
Device evaluation: lens was returned in a micro centrifuge vial. Visual inspection found haptic torn and residue on lens. (B)(4).